Event description:
Most of the tampons at the back of the applicator had fallen off [device breakage]. Seal was misaligned. Packaging was not sealed [product packaging issue]. Case narrative: consumer reported via phone that the tampon packaging seal was misaligned and that the tampons had fallen off. No injury reported.

Manufacturer narrative:
Product investigation is in progress.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Most of the tampons at the back of the applicator had fallen off [device breakage]. Seal was misaligned, packaging was not sealed [product packaging issue]. Case narrative: consumer reported via phone that the tampon packaging seal was misaligned and that the tampons had fallen off. No injury reported.